Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that the reservoir had migrated closer to the scrotum. A new ipp reservoir was implanted in a new location. All other components remained implanted. No patient complications were reported.